Event description:
It was reported that the patient¿s intrathecal pump contained lioresal 500 mcg/ml at a dose of 100 mcg/day. The cause of the event was the catheter migrating subdural/epidural migration at the distal segment. The patient had symptoms of increased spasticity. The physician performed the intervention of pump programming as well as a catheter dye study (pumpogram) of the subdural catheter on (B)(6) 2013. It was stated, the pumpogram was the decision for a ¿re-do¿ that was performed on (B)(6) 2013. It was noted that aspiration did not result in any fluid. Injection of contrast revealed a spread into the epidural/subdural space. As such, the catheter appeared to have migrated into that region. The patient was referred for consultation from neurosurgery to investigate potential other methods of introducing the catheter into the intrathecal space. Hospitalization was not required due to the event. Patient outcome was indicated as no injury.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID: 8598a lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter (B)(4).